Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an alert for atrial intrinsic amplitude out of range was detected. Technical services (ts) reviewed the episode and noted possible atrial channel oversensing of ventricular signals, resulting in inappropriate atrial tachy response (atr) events and mode switching. Review of an episode revealed atrial undersensing causing functional non capture of right atrial (ra) pace. The right ventricle appeared to be possibly fusing or pseudo fusing, with underlying rv intrinsic beats. Ts noted there were t waves present at that time. The ra sensitivity had previously been reprogrammed due to undersensing. Review of a different episode noted premature ventricular contractions (pvc) falling into cross chamber blanking. Ts discussed programming optimization including adjusting ra sensitivity and the timing of the atrial pace by changing the lower rate limit. This pacemaker remains in service. No adverse patient effects were reported.